Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As time frames of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced a hematoma after undergoing knee surgery. An interim report was received that reported a study from institute (B)(6). The purpose of the study was to compare tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cones. All patients had a minimum follow-up of five years with a maximum of twelve years. The study reported twelve complications in the no cones with long uncemented stem group; of which, two were noted for hematoma. There is no additional information available at this time.